Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "biofilm," swelling, and nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Precautions patients may experience late onset nodules with use of dermal fillers, including juvéderm voluma® xc. Refer to adverse events section for details. Adverse events: per table 1: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265), possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. Treatment site responses reported by [less than or equal to] 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness. Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009. As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery.

Event description:
Healthcare professional reported injecting a patient in the malar region with an unspecified amount of juvéderm voluma® xc. The patient was also concomitantly injected in the tear troughs with restylane. Five months later, the patient presented with swelling (and nodule) of only the left cheek. It was treated with antibiotics by the patient¿s primary care provider at an unspecified time later. The injector also gave the patient a medrol dosepak at an unspecified time later. The swelling resolved with the medrol dosepak but when the steroid was tapered the swelling returned at an unspecified time. At an unspecified time later, it was then treated with 5-fu/kenalog which helped a little but not to complete resolution. The patient presented with more swelling at an unspecified time later, at with point the injector then injected hylenex that improved but did not resolve the swelling. The injector subsequently injected with hylenex 5 more times at unspecified times. The patient got better but still had a nodule in the left cheek. There was no swelling in the right cheek. Two months after the symptoms first appeared, the patient was treated for biofilm and that same day, the patient was given biaxin/moxifloxacin. Two months later, the patient presented with additional swelling of both the right and left cheek.